Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-01-38, 5680115 - equinoxe reverse 38mm glenosphere. 320-10-00, 5944251- equinoxe reverse tray adapter plate tray +0. 320-15-05, 5960580 - eq rev locking screw. 320-20-00, 5955988 - eq reverse torque defining screw kit.

Event description:
As reported, approximately 18 months postop the initial implant, this (B)(6) male patient had a dissociation of the liner from the humeral tray in left shoulder and was revised. No reason reported; however, the surgeon wants the locking mechanism checked on this tray.

Manufacturer narrative:
Section h10: (a4) patient weight: 225 pounds (h3) upon review of the available information, there is no evidence that this is a device related malfunction and there is no allegation against the device. Implantation of a total joint could result scapular notching and dislocation. The most likely cause of the reported event is patient conditions.